Event description:
The facility representative contacted baxter to report a burst reservoir during infusion with an intermate lv250 on (B)(6)-2010. On (B)(6)-2010 and connected to the patient . Close to the end of infusion without any explanation the reservoir burst. No patient injury, adverse event or medical intervention was reported. No additional information will be provided.

Manufacturer narrative:
(B)(4). One used sample was received. Visual examination of the sample confirmed a ruptured reservoir in a footed position. The sample will be discarded since this is a single use product. A batch review was performed. All release criteria were met.